Manufacturer narrative:
The cobas 8000 cobas ise module serial number was (B)(6). The k electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 3 patients¿ samples not being centrifuged when placed on a c8100v2 beta(ipb,dsp,bcl,aqm,obs,crw,cu) pre-analytical system. Results for the potassium test were affected. Sample 1: initial result: 5.1 mmol/l. Repeat result: 4.6 mmol/l. Sample 2: initial result: 5.9 mmol/l. Repeat result: 5.0 mmol/l. Sample 3: initial result: 5.3 mmol/l. Repeat result: 4.2 mmol/l. While storing the samples on the cobas p701 post-analytical unit, the customer noticed that the samples were not centrifuged before being initially tested on a cobas 8000 cobas ise module. The customer then repeated the three samples on the same module. The repeat results were deemed to be correct. Reportedly, an amended report with the correct results was issued.

Manufacturer narrative:
The case was reported to the manufacturer. The investigation determined handling failures at the customer's site, where the 3 samples were not centrifuged, and a color label issue was identified (the measurement mode was set to "non-filter mode"). The investigation did not identify a product problem. The cause of the event was consistent with handling failures.